Manufacturer narrative:
The aes-50s arthroscopic energy 50 degree probe is expected to be returned for evaluation. However, as of this filing the device has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The user facility reported that during use of the aes-50s arthroscopic energy probe in a hip arthroscopy procedure on (B)(6) 2017, the "distal tip of the probe fell off into the hip joint". The detached tip was safely retrieved under image with the forceps. Using another like-probe, the procedure was otherwise completed as planned with no patient injury and only 5-minutes delay. This report is filed on the basis of potential for patient injury with recurrence.

Manufacturer narrative:
The reported aes-50s edge probe was returned to conmed for evaluation. Visual inspection confirmed the distal tip of the probe was detached from the shaft. An r&d engineer evaluated the detached distal tip and stated the return wire was broken off and adhesive was present inside the return tube that suggests the tip was bonded properly. The root cause of this detachment is most likely due to excessive force applied to the device in a twisting motion by the user or a weak/incomplete adhesive bond between the tip and shaft that failed when twisted causing the tip to dislodged. Of this lot containing (B)(4) units, this is the only report against this lot. A two-year historical complaint review revealed (B)(4) similar reports have been received for this product failure. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide. The manufacturing documents were reviewed with special attention to the assembly process and no abnormalities that would cause or contribute to this issue were noted. This incident type will continue to be monitored through the complaint system. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.